Event description:
Removal of a uterine polyp was being done hysteroscopically using a resectoscope. The pt reportedly jumped or spasmed during resection. The resectoscope system was changed and the case was completed. No residual pt problems were reported.